Event description:
Surgeon was performing a cervical dissectomy. Surgeon used the instrument and took a bite. The surgeon handed the instrument back to the scrub nurse. The scrub nurse wiped the instrument with a gauze sponge and placed instrument in the drape pocket. Surgeon asked for the instrument and the nurse handed it to surgeon. Surgeon noticed footplate was broken off. X-rays were taken and the piece could not be located. The pt did not suffer any adverse effects as a result of this incident.